Manufacturer narrative:
Company comment: the serious expected event of anaphylactic reaction, the non-serious expected events of oedema at implant site, paraesthesia oral and the unexpected event of tremor were considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. The likely root cause include the patient's hypersensitivity to the product. Potential contributory factor include concomitant treatment with combination of lidocaine cream and menthol. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: restylane refyne-routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-aug-2022 by a physician assistant which refers to a 59-year-old female patient. Additional information was received on 02-aug-2022 from same reporter. No information about medical history or history of allergies has been provided. Concomitant medication included combination of lidocaine and a bit of menthol cream [lidocaine;menthol] the patient had previously received treatments with bellafil, sculptra and unspecified filler one time each to marionette lines. On an unknown date, the patient received treatment with 0.3 ml of restylane refyne to unknown location (unknown lot number, injection technique and needle type). The patient had started to feel tingly (paraesthesia oral) in lips and shaking (tremor). The hcp thought, the events was due to combination of lidocaine and menthol cream and nerves. Hence, hcp decided to just apply ice on lips and wait for few minutes. In about 3 minutes, the patient presented with edema (implant site oedema) in lips, cheeks, lower eyelids and neck. The patient was immediately injected with hylenex [vorhyaluronidase alfa] to lips and benadryl [diphenhydramine hydrochloride] 25mg at the office. The hcp did not know whether that was a potential anaphylactic reaction (anaphylactic reaction) and they did not have epi pen in the office. At local urgent care, the patient was treated twice with 0.3 mg epi [epinephrine] and decadron [dexamethasone]. As per hcp, once patient improved, she would be discharged. The patient was advised to avoid hyaluronic acid, orally or topically. As per follow up information on 02-aug-2022, the patient was doing well and she has follow up visit scheduled with hcp on (B)(6) 2022. Outcome at the time of the report: potential anaphylactic reaction was recovering/resolving. Feel tingly was recovering/resolving. Shaking was recovering/resolving. Edema was recovering/resolving.